Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited elevated thresholds. The rv lead was capped and replaced during a routine changeout procedure. No patient complications have been reported as a result of this event.